Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (40.0 mg/ml, 3.999 mg/day) and clonidine (200.0 mcg/ml, 19.99 mcg/day) via an implantable pump for chronic pain. Information received reported the patient's pump was replaced on (B)(6) 2019 due to the end of life of the previous pump (no allegations of abnormalities). The patient's wound looked good for the first two post-op appointments. At the third appointment, the hcp found the incision had come open and the pump was exposed. The pump was removed on (B)(6) 2019 and the patient was put on antibiotics. The rep was not aware of any falls or injuries that may have led or contributed to the issue. The patient's mother had been changing the patient's dressings at home. The rep was not aware of any diagnostics or troubleshooting performed. The issue was resolved at the time of this report. The patient's status was alive: no injury.